Event description:
Device malfunction: unknown. Symptoms/ae: retroperitoneal bleed and death. Time of symptoms/ae: during and after vessel closure. It was reported that a physician trained in use of the starclose device achieved arteriotomy closure of an external iliac artery after an interventional procedure involving the right common and external iliac arteries. Reportedly, the physician thought he achieved arteriotomy closure; however, the pt developed back and stomach pain while in cath lab. The pt was taken for a cat scan and found to have a retroperitoneal bleed. The pt coded during the cat scan and was taken back to the cath lab. The physician was preparing to place a covered stent to treat the retroperitoneal bleed; however, the pt died before treatment was completed. The access site for the attempted covered stent procedure was the arm. Though requested, no additional info was available.

Manufacturer narrative:
(Off labeled use - high stick). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.